Event description:
It was reported that the ventricular long term histogram shows higher than expected pacing below the lower rate and pacing between 50-60 paces per minute when the lower rate is set at 60. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.